Event description:
It was reported that a handheld computer would freeze periodically while trying to interrogate pt generators. Further info received from the neurologist revealed that performing a soft reset or re-seating the flashcard would resolve the issue. A replacement handheld was sent to the neurologist and the old handheld was returned to the MFR. At the moment, the handheld and the programming software are undergoing product analysis.